Manufacturer narrative:
Device passed occlusion test, force sensor test, basic occlusion test, prime or seating test, rewind test, sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No power loss alarm noted during testing or in the device trace download. No pump error 41 noted during testing, however noted in trace download analysis due to moisture damage. During visual inspection, found motor and electronic stack moisture damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call that the insulin pump went out; when they went took out the battery, the monitor had a white screen. The customer's blood glucose level was 378 mg/dl at the time of the incident. The customer reported failed battery and they tried multiple battery. The customer was able to successfully clear the alarm but was unable to complete the insulin pump rewind. The customer stated that the insulin pump was not exposed to a high magnetic field. The customer again received an insulin pump error alarm after successfully inserting a new battery and receiving battery failed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.